Manufacturer narrative:
Concomitant medical device: d314trg crt-d, implanted (B)(6) 2013.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The device was explanted and replaced. It was also reported the left ventricular (lv) lead exhibited high thresholds. Lead output was optimized with the new crt-d and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.